Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Upon arrival to the cath lab it was noted that the patient didn't have palpable pedal pulses. Reperfusion catheter in place post pump implant. Hemolysis was also noted with no additional information. It was later reported that the patient was in the operating room getting fasciotomy of left leg. The impella cp was explanted and replaced with an impella 5.5.

Manufacturer narrative:
The investigation was completed and no product was returned. Mechanical interaction with blood (hemolysis): the pump was not returned for investigation. Data log shows no signs of motor current spike, positioning issue, suction, or major placement signal trend during the entire case run. The cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details. Clinical symptoms (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.